Event description:
It was reported that the vad patient having vad alarms. Patient stable with stable vital signs and vad parameters. Heartware flow 6.0 l/min, rpm 2740, flow pulsativity 3-4, and watts 4.3. Power disconnect alarm noted on power connection #2 despite batteries or ac adapter connections to that power port. Upon device interrogation power disconnect noted on (B)(6) 2005. Wife reports after controller change on (B)(6) 2005 that the backup controller started presenting with same alarm as primary of power disconnect alarm for power connection #2. Patient transported safely by plane to (B)(6) and admitted to (B)(6). Data download obtained and results sent to heartware. Primary controller (B)(4) changed to backup controller (B)(4). Patient tolerated well and given heparin 3,000u IV bolus before controller change. Vad parameters within range flow 6.7, rpm 2740, flow pulsativity 4, watts 4.4 vital signs stable. Pump auscultated after controller change and pump running with humming sound. Backup controller (B)(4) dispense and programmed with rpm 2740, suction off, hct 25, low flow alarm 4.0 and high watts alarm 6.5. New backup ac adapter dispensed (B)(4). Fellow at bedside and attending aware of controller change.